Event description:
Devilbiss healthcare llc is the manufacturer of the device. Which is a oxygen concentrator. Evaluation of the product will occur at the service providers establishment. There is limited data, due to hippa restrictions. Service provider reported, the consumer broke the xmas tree connector on the device, which caused it to be inoperable. He was provided an alternative oxygen source. And service provider technician was dispatched. Upon arrival of the service provider's technician an ambulance was on scene. And patient had expired. Service provider technician reported, alternative oxygen source was not completely discharged. We will file a follow up with the evaluation, once it has been inspected.

Event description:
Devilbiss healthcare llc is the manufacturer of the device which is a oxygen concentrator. Evaluation of the product will occur at the service providers establishment. There is limited data due to hippa restrictions. Service provider reported the consumer broke the xmas tree connector on the device which caused it to be inoperable. He was provided an alternative oxygen source and service provider technician was dispatched. Upon arrival of the service provider's technician an ambulance was on scene and patient had expired. Service provider technician reported alternative oxygen source was not completely discharged. We will file a follow up with the evaluation once it has been inspected.